Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customers blood glucose level was above 500 mg/dl. Customer delivered a correction bolus via pump to address bg. The customer will continue to use current pump for insulin therapy.